Manufacturer narrative:
It was reported that the ventilator failed the battery switch test and the internal air leakage test during the pre-use check. The ventilator was investigated on site by our field service engineer. The backup battery was depleted and needs replacement but customer does not agree to it being replaced. The internal leakage test failure was solved by replacing the preventive maintenance kit (pm kit). The pm kit contains, filters for the gas modules, nozzle units for the gas modules and bacteria filter for the inspiratory pressure transducer. After the replacement, the device passed the pre-use check and was returned for clinical use. The nozzle unit consists of a membrane, a mouthpiece and a feather spring. It is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The root cause to the reported issue cannot be established by this investigation.

Event description:
Manufacturers ref: #(B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).